Event description:
PICC dressing starting to lift by bottom of pants, so called IV team to change it. When they came to change it, noticed leaking from PICC (peripherally inserted central catheter) once site was wiped. Flushed PICC to confirm leak by hub. IV team obtained a piv for drips and pcas to go through and clamped PICC and wrapped it in betadine and gauze after cleaning. Per documentation and report, there had been some bleeding and potential leaking on (B)(6) with last dressing change, but there was determined not to be a leak at that time and the PICC was dressed as normal. The site was clean, dry, and intact for shift of (B)(6) 2025 up until redressing when current nurse was working, and patient was adequately sedated with (patient-controlled analgesia) pca's going through line. Nnp(neonatal nurse practitioner) called, who called ir (interventional radiology), and PICC line was rewired without incident. Charge and attending also aware. Pictures taken of the line prior to rewiring by ir attending and PICC line may have gone with them, as it was not in the room after procedure completed.